Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient experienced cardiac arrest that occurred for 2-3 seconds. The patient experienced no consequences.

Manufacturer narrative:
Retraction: upon review, the pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate an allegation of serious injury.